Event description:
It was reported that the ventilator was failing the tidal volume test. No adverse affects or patient injury reported. No other information has been provided at this time.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement (updated b5)

Event description:
Additional info received via email (B)(6)-2022. Event date updated. No patient involvement.

Manufacturer narrative:
Manufacturing device history record review was not performed because no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no apparent physical damages. Patient outlet fitting is loose to the touch. Functional testing found all measurements are in spec. Device passed all functional testing, unable to replicate the reported issue. Tightened patient outlet fitting and performed preventative maintenance. The cause of the reported problem could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.